Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 94% stenosed, 13mm in length, eccentric, de novo target lesion was located in the non-tortuous, moderately calcified, and 3.5mm in diameter right coronary artery. After a non-boston scientific guide catheter and guidewire were in place, pre-dilation with 3.0x15 emerge balloon catheter was performed. A 16 x 3.50 rebel stent was advanced for treatment but failed to cross the lesion. When the device was removed, the tip of the stent itself was found deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.